Manufacturer narrative:
Received one device. Problem was verified during temp check due to float switch is not working. The float switch was replaced and the device passed all functional testing. Remediation completed per field service engineer. The device history record (DHR) revealed that remediation was performed by field service engineer within the past 12 months.

Event description:
It was reported that the water level alarm was set off. The float switch did not work, a possible failure of the float sensor or the board. The event occurred during bench test; there was no patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.